Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 16:336:936:0000 was confirmed during event history log review. The cause of the reported condition was determined to be software failure. The reported condition wasn't reproduced and the pump was working in the specification during product evaluation, so no repair was required to fix the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 16:336:936:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.